Manufacturer narrative:
Date of event entered is an estimated date a the exact date was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised because the reservoir was found to be empty and the patient presented with incontinence. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event entered is an estimated date a the exact date was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised because the reservoir was found to be empty and the patient presented with incontinence. Translation received states the patient experienced recurring incontinence. "Abdominal tomography showed the empty sphincter reservoir balloon, a proven defect in the system. Replacement of the whole system due to the presence of incontinence with loss of quality of life." It was further reported that the aus was explanted on (B)(6) 2019. A new aus device consisting of a 5.0cm cuff, a 61-70cm h2o balloon and an pump, was implanted.

Manufacturer narrative:
Date of event entered is an estimated date a the exact date was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised because the reservoir was found to be empty and the patient presented with incontinence. Translation received states the patient experienced recurring incontinence. "Abdominal tomography showed the empty sphincter reservoir balloon, a proven defect in the system. Replacement of the whole system due to the presence of incontinence with loss of quality of life."